Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7071643.

Event description:
It was reported that following a spinal cord stimulator (scs) implant procedure the patient experienced leg weakness and was admitted to the hospital. The physician stated that during the scs implant procedure he had difficulty placing the leads and feels that he may have bruised the patient's spinal cord. The patient was recovering well and has regained the strength that they had prior to the scs implant procedure.